Event description:
It was reported that the joint connection for the clamping ring came apart. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the pins on the joint mechanism fell out. The exact cause of damage could not be determined without further information. However, an internal corrective action has been opened to improve the design accordingly. This product was produced in accordance with the old design. This complaint is valid.